Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced high blood glucose event on (B)(6) 2026. The patient was treated with manual injection and insulin delivery via pump, after which event was resolved. No further information is available.